Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the defective response button was contamination of the response button contacts. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (1.88v). The battery did not last 24 hours before being discharged. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a monitor and reported that the monitor's response buttons were non-functional. A us distributor returned a battery pack and reported that the battery was unable to power on a monitor.